Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). (B)(4). The analysis results showed that the ats45 device was received in good visual conditions and with a 6r45b reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended; however, the cut was jagged due to a damaged knife. One possible cause for the damaged knife may be if the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. It is also recommended that prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, on the first firing with a blue cartridge, the staples did not form correctly. It was suggested to replace the device; however, the device was reloaded with a new blue cartridge as the surgeon requested. The device was fired a second time: again, the staples did not form correctly. The surgeon completed by hand sewing the area. There was no patient impact reported. (B)(4)

Event description:
On (B)(6) 2010, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter was reading inaccurately high compared to his feeling/ normal result(s). The complaint was classified based on the customer service representative (csr) documentation. The patient alleged that the issue began on (B)(6) 2010 (time not known). At an unspecified date/time the patient claimed he obtained blood glucose results of "150 and 240 mg/dl" with the subject meter. Based on the csr documentation, the patient manages his diabetes with insulin (type unknown). At an unknown time (on (B)(6) 2010) after the alleged issue occurred, the patient administered 65 units of insulin; however, at an unspecified time later, the patient claimed he developed symptoms of sweating and shaking. It is not known what treatment, if any, the patient received following the onset of his symptoms. At the time of troubleshooting, the csr verified the correct unit of measurement with the subject meter. The csr also noted that the patient performed a quality control solution test that passed. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that he developed symptoms suggestive of severe hypoglycemia after the alleged issue began.